Event description:
In 2008, the facility reported that the system had stopped working during surgery, but there was no pt impact. On three days later, the surgeon reported that the footswitch stopped working after the incision was made, and they changed to another footswitch to finish the operation. However, the surgeon used a manual (extracapsular) technique (involving increasing incision size, removal of cataract, lens insertion and suturing). The pt status is reported as poor. This report is for this pt. A second pt had rec'd topical anesthesia, but had not been admitted to the or; operation cancelled and pt was sent home.

Manufacturer narrative:
The footswitch is being returned for eval. Investigation including root cause analysis is in progress.